Manufacturer narrative:
Added information to section a2 (age at time of the event), a2 (date of birth), b5 (describe event or problem), d1 (brand name), d2 (common device name), d2 (device product code), d4 (model number), d4 (serial number), d4 (expiration date), g4 (PMA/510(k) number), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data e1 (establishment name) and e1 (address - line 1). H10: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model 2800: brand name: carpentier-edwards perimount rsr pericardial bioprosthesis: PMA p860057/s001. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of stenosis could not be confirmed by product evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction.the most likely cause is patient factors, including the patient's age at implant and tetralogy of fallot.

Event description:
Edwards received notification that this 24 year old patient with a 27 mm perimount edwards valve implanted in pulmonic position underwent a valve in valve procedure after an implant duration of 8 years and 2 months due to stenosis. A 26 mm transcatheter valve was successfully implanted within the pre existing surgical device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23 year old patient with a 27 mm perimount edwards valve implanted in pulmonic position underwent a valve in valve procedure after an implant duration of 8 years and 2 months due to stenosis. A 26 mm transcatheter valve was successfully implanted within the pre existing surgical device. As reported, patient was noted as to be discharged home.